Event description:
(B)(4) - the dealer reported that the tdxsp-cg power wheelchair motor was leaking. There was no injury reported.

Manufacturer narrative:
(B)(4). Only one MDR report will be submitted for this event, although two different complaints were created because of different parts needed to repair the unit, and the file numbers are the following: (B)(4).